Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was not satisfied with the stimulation due to positional overstimulation since implant. When the pt had coughed, sneezed, extended his arms, or moved his neck the stimulation felt too strong. It was also reported when the pt stands, he does not feel the stimulation, and it was not providing relief. The pt reported increasing the stimulation to maximum amplitude at times. The physician had indicated the pain pattern was at a wide range. The pt was to meet with the physician, and additional information was received which indicated the physician planned to explant the scs system at a future date.